Event description:
It was reported that during a port placement procedure, the silicone allegedly came off from the suture hole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport implantable port was returned for evaluation. Gross visual and microscopic evaluations were performed. One suture plug was noted to be missing from the port body and was not returned. No visual defects were observed in or around the area of the empty suture hole. The manufacturing site review states, an initial view showed an implantable powerport for evaluation, a suture wire attached to one of the suture plugs was observed. A closer view revealed that a suture plug was missing in the port. The detached suture plug was not visible in the images. Therefore, the investigation is confirmed for the reported suture plug came off issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the silicone allegedly came off from the suture hole. The procedure was completed using another device. There was no reported patient injury.